Event description:
The customer reported the system generated uncommanded x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the lemo connector. The system operates as intended.